Event description:
Boston scientific crm received info that during a revision procedure, the dextrus atrial lead was explanted due to dislodgement and the dextrus right ventricular lead was surgically abandoned due to intermittent non-capture at max outputs. Both leads were successfully replaced with new leads. No adverse pt effects were reported.